Event description:
On (B)(6) 2021, fujifilm healthcare americas corporation (formerly hitachi healthcare americas corporation) received a complaint regarding arietta 850 ultrasound. The site reported that the system displayed a "probe not connected" error message that they were unable to clear. They attempted to reboot the system to clear the message but system would not restart after shutdown. This incident occurred while the patient was under anesthesia. The procedure had to be aborted and rescheduled at a later date. There was no injury/harm or death reported with this event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.